Manufacturer narrative:
All buttons functioned properly. However, corroded keypad traces were found. No button error alarm occurred during testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and a scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 150 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.